Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which involved providing pump reset information and troubleshooting for an unresponsive touchscreen. The malfunction code did not recur after the reset, and the case was subsequently closed by technical support.